Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This report is number 2 of 2 MDR's filed for the same patient (reference 3002806535-2016-00233 / 00636). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Product location unknown.

Event description:
It was reported by patient's legal counsel the patient underwent a revision procedure approximately nineteen months post-implantation due to allegations of pain, pseudotumor, limited mobility, and elevated metal ions. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 21 states, "non-malignant, non-infective soft tissue masses, sometimes referred to as pseudotumors."

Event description:
It was reported by patient's legal counsel the patient underwent a revision procedure approximately nineteen months post-implantation due to allegations of pain, pseudotumor, limited mobility, and elevated metal ions. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. X-ray reviewed: estimation of the cup inclination is about 61°. This is not the optimum inclination to implant a recap cup.the short video does not show any metallosis, but this video shows only the superficial tissues and not the deep tissues where you could expect to see metallosis. The synovial fluid is brownish, indicating that the bearing was not working as intended. An edge loading situation is visible on the retrieved recap cup. This edge loading situation is the key information, indicating that the high inclination of the recap cup may be the main factor in this legal case. Insufficient data are made available by the patient to render a conclusive opinion on the cause of the reported event. In order to investigate the matter thoroughly access is needed to certain patient co-morbidities, mris, CT scans, full x-rays incl. Laterals (pre and post primary surgery), routine blood tests to include inflammatory markers, hip aspiration to exclude infection, intra operative findings, histological findings and confirmation of armd/alval and retrieval. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends